Event description:
On (B)(6) 2017, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultrasmart meter was missing results. The complaint was classified based on the customer service representative (csr) documentation, since the patient and/or reporter were unable to be reached by phone for additional information. The reporter was unable to confirm when the alleged meter issue began. The reporter informed the csr that the patient manages his diabetes with insulin (self-adjuster) and denied the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The reporter claimed the patient developed symptoms of feeling ¿weak and loss of energy¿ at an unspecified date and time due to the alleged issue. The reporter stated that on (B)(6) 2017, the patient was hospitalized as a result of the alleged issue and was treated with IV fluids. The patient was reportedly discharged after 2 days. The reporter claimed the patient¿s blood glucose was measured at unspecified times on (B)(6) 2017 with the hospital device and results of ¿113 and 225 mg/dl¿ respectively were obtained. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse of the device. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for a high blood glucose excursion. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.